Event description:
It was reported by (B)(6), stryker sales account manager, that the customer is alleging that the mattress is reported to have fluid ingress. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Mattresses. MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.